Event description:
Per the info provided to co by the physician's office, the device removed due to "leaking-break in tubing at pump platform." As reported to co, the pump and the cylinders were removed and replaced, leaving the reservoir in place.